Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the watchman access sheath (was) and the watchman delivery system (wds). Blood was present on the device as received, with the wds inside of the was. The was valve, hub, shaft, and tip were microscopically examined. There were numerous kinks along the shaft. The tip was damaged. The wds was removed during analysis and the valve was able to be closed with minimal forward pressure. No damage to the threads was observed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08917. Reportable based on analysis of related complaint device completed (B)(4) 2016. It was reported that the patient's anatomy was not suitable for a closure device. It was reported that the watchman access system (was) was used to diagnose the left atrial appendage (laa). It was determined that the patient's complex anatomy was not suitable for a closure device. The was then removed and the procedure was not completed. It was initially reported that no watchman laa closure device and delivery system (wds) was used in the procedure. However, a wds was returned with the was. Analysis of the related wds revealed the closure device had been deployed. It was then further clarified that the returned wds had been deployed, but did not fit in the laa, so it was fully recaptured. The delivery system was fully contained in the access system upon removal from the patient. There were no patient complications and the patient was stable. Analysis of this was revealed kinks along the shaft.